Manufacturer narrative:
This report is submitted on april 6, 2020.

Event description:
Per the clinic, it was reported that the patient developed tenderness and redness at the implant site. Subsequently, the site was treated with topical steroids; however, the issue could not be resolved, resulting in removal of the abutment and device non-use.